Event description:
It was reported that during a hemorrhoidectomy procedure, the doctor did the firing the stapler on direction of 12-02 o'clock; did not come out and did not cut. There was bleeding on the patient and extended surgery time; suture was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: "did not come out" are your referring to the device could not be removed from the patient, or no staples came out? No staples came out. If referring to removal of the device, after firing was the adjusting knob turned ½ to ¾ revolution? Yes. Was the device rotated 90 degrees in both direction to ensure the anvil was free from the tissue? Yes. What confirmation was received that the device was fully fired? The sound that signed that the cutting washer has been cut. If referring to the staples not coming out, were there staples seen in the surgical field? No. What degree of hemorrhoids did the patient have? 3. How much blood was loss (ml)? 500 cc. Did the patient require a blood transfusion? If yes, how many units were given? No. How long was the surgery prolonged (minutes)? No. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.